Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting the patient's issue was resolved with a device expla nt/replacement on (B)(6) 2026. The device was discarded so would not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator (ins). The reason for call was caller said patient (pt) has alzheimer's and needs an MRI of the brain. Caller said patient told them that their implant battery is dead and patient was going to be having the ins replaced with healthcare provider (hcp). Technical services (tss) reviewed ins reaching eos in (B)(6) 2027. Caller also said patient said the ins won't charge at all. Caller has info that they were able to put ins into MRI mode for a (B)(6) 2026 head MRI. Caller tried to connect the controller to the implant with and without the antenna, but was getting message that ins needed to be charged. Tss reviewed that ins needs to be charged and that the pt was sent a replacement recharger around (B)(6) 2025. Tss reviewed the need to charge the ins prior to an MRI. Caller going to check with pt's wife as to accessing the new recharger so they can charge up the ins.